Event description:
From the call center: gastric stimulator. Patient states that she had gastric placed a few years ago and now it is shocking her every 15 seconds. (B)(6) 2025 went to visit the patient at (B)(6). Turned her device off and the shocking sensation stopped. She is going to visit the implanting surgeon dr (B)(6) for further evaluation and options.